Manufacturer narrative:
Unit powered up properly after battery was installed. No blank display noted. Unit had no button response due to corroded keypad traces. No failed battery test alarm or unexpected numbers ramping or scrolling noted. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube. No damage noted no isolation tape on lcd. The lcd had moisture damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump numbers scrolled without the customer's input, has a blank display, and received a failed battery alarm. Customer indicated that the display numbers scrolled during a bolus. Customer's blood glucose was 213 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.